Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly multiple times. Review of the pump data by tandem technical support also showed that the pump battery depleted from 20% to 5% in 3 hours prior to a reset. The customer's blood glucose (bg) level was impacted (350 mg/dl). The customer delivered a manual injection to correct bg level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. The customer also stated manual injection supplies were available for backup.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.